Event description:
An intermate lv 250 device was received by baxter on (B)(6) 2010 with a ruptured reservoir. According to the customer, it is unknown when this event occurred and it is unknown if there was patient involvement. The customer did not report any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.